Event description:
It was reported that the user experienced recurring low glucose readings while using the ilet system with a cgm target recommended by a healthcare professional, and blood glucose meter readings were reportedly not affected. Symptoms included hypoglycemia requiring treatment with oral glucose. Outcomes included temporary interference with daily activities due to low glucose events. Investigation included complaint intake review and user education with troubleshooting. Investigation of this case revealed no device malfunction was identified and no specific device component failure was determined, with the cause of hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.